Event description:
It was reported that there was a motor stall noted in the event logs with no motor stall recovery recorded. Two weeks prior, the pt fell against a brick wall on the side of his body that the pump is located. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).